Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was received partially deployed. The returned condition indicated that the thumb advancer stroke was not complete, suggesting there might have been resistance encountered as reported. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It was reported that the device was deployed through a mildly calcified access site. This is inconsistent with the instructions for use which states: do not deploy the clip in areas of calcified plaque. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic vertebral artery angiogram. Reportedly, the device was deployed but hemostasis was not achieved. The vessel locator wings would not retract. The device was removed from the artery with the vessel locator wings open. The safety release mechanism was not used. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient effect. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional, clarifying information was received, contradicting the original reported information that the device was deployed and vessel locator wings would not retract: resistance was felt during thumb advancer advancement. Thumb advancer advancement was not completed.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions: this code is used to address not using the safety release mechanism to close the vessel locator wings. Per the instruction for use- slide the safety release to collapse the locator wings and reset the plunger. (B)(4) - incorrect anatomy. This code is used to address use of the starclose se device in a calcified artery. Per the instructions for use- precautions: do not deploy clip in areas of calcified plaque. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.